Event description:
It was reported that the insulin pump alarmed during the priming process. Insulin shot out of the insulin pump. The blood glucose reading is 58 mg/dl. Customer treated with food. The drive support disk is protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted during testing.